Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitte. Device not returned.

Event description:
It was reported that the customer filled tubing while connected at the site. Reportedly, the customer stated that the blood glucose level was getting low. However, the exact value was not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.